Manufacturer narrative:
H3 other text : third party service center

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at the third-party service center, errors in device log was observed. The device's display board needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at the third-party service center, errors in device log was observed. The device's display board needs to be replaced to address the issue. The display board was evaluated by the manufacturer's product investigation laboratory (pil) and found the display board functioned as designed and operated without issue or error codes.